Manufacturer narrative:
Section d4: device serial number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. Specific patient information and device serial number is documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Author information: guo, a., gauthier, j. M., schumer, e. M., vader, j. M., kotkar, k., masood, m. F., pawale, a. (2024) post- myocardial infarction ventricular septal defect repair via right ventriculotomy with concomitant durable heartmate 3 implantation after bridging with impella 5.5. Artificial organs, 48(12), 1549-1551. Https://doi.org/10.1111/aor.14857. Division of cardiothoracic surgery, department of surgery, washington university school of medicine, saint louis, missouri, USA; division of cardiology, department of medicine, washington university school of medicine, saint louis, missouri, USA. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the literature article ¿post-myocardial infarction ventricular septal defect repair via right ventriculotomy with concomitant durable heartmate 3 implantation after bridging with impella 5.5¿ that the heartmate 3 (hm3) may be associated with adverse outcomes, such as right ventricular (rv) dysfunction or driveline infection. This case study followed a 55-year-old male (weight 86 kilograms) who presented with angina and hypotension 10 days after st- elevation myocardial infarction (mi) treated with stents to the left anterior descending artery (lad). Angiography showed patent stents and impella cardiac power (cp) was placed. Transthoracic echocardiogram (tte) revealed an 8-millimeter (mm) anterior ventricular septal defect (vsd) and he was transferred. On arrival the patient was in cardiogenic shock with multisystem organ failure. A right axillary impella 5.5 was emergently placed. The patient was able to ambulate, receive nutrition, and had recovery of end-organ function. Pulmonary edema was managed with nasal oxygen and diuresis. Repeat tte 8 days post-impella 5.5 on high-dose milrinone demonstrated enlargement of the vsd to 15mm with left- to-right shunt, normal right ventricular (rv) function, and left ventricular ejection fraction (lvef) of 30%. Due to poor lv recovery and active smoking that precluded transplantation, decision was made for destination therapy left ventricular assist device (lvad) placement and vsd closure on day 14. The heartmate 3 (hm3) was initiated and maintained at 4600 rotations per minute (rpm) with 3 liters per minute of flow as cardiopulmonary bypass (cpb) was terminated. Post-cpb echocardiography noted severe biventricular dysfunction managed with inotropes and inhaled nitric oxide. The patient was extubated on post-operative day 2 and inotropes were weaned by day 12 and was discharged home on day 24 after an uncomplicated course, prolonged by heparin bridging to achieve international normalized ratio (inr) goal of 2¿3. Tte prior to discharge demonstrated left ventricular ejection fraction (lvef) 20% and moderate rv dysfunction. Several months post-operatively, the patient was treated for superficial driveline infection and was on suppressive antibiotics 18 months post-lvad. The patient had been listed for heart transplantation.

Manufacturer narrative:
Section b3: event date was estimated as date of article publication (dec 2024) manufacturer's investigation conclusion: a direct correlation between the heartmate 3 device and the reported events could not be conclusively determined through this evaluation. The article concluded that should a concomitant durable lvad be deemed necessary, a right ventriculotomy and lv apical core provide good exposure to perform the repair. The heartmate 3 device serial number, as well as other specific case/patient information, are not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, pump pocket) and right heart failure, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection. The IFU also provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.